Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratch on lcd screen. Customer states that insulin pump¿s lcd screen was hard to read. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the displacement, self test and passed the delivery accuracy test. No missing segment/partial display anomaly during test. Pump received with minor scratched lcd window noted.